Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (4) emerald 3ml from lot # 1126018 item # 307754 with the reported issue that ¿manufacturing defect in plunger as well as needle stylet part is not available in needle¿. The DHR of lot number 1126018 was reviewed to check for any quality notifications reported from its production processes to its dispatch. There were no quality notifications reported on this lot. Four samples and two photographs shared by the customer along with the registered complaint. Bd (B)(4) also used retention samples of material code is 307754 on lot number of 1126018 to investigate the reported defect. As per samples and picture and investigation done on printing and assembly and flow wrap packaging machine, the possible root cause of crack plunger thumb is due to striking of plunger on ss sheet while online transferring of plunger from molding to hopper of assemble machine via conduit. Based on investigation on the samples and the photographs, the defect is confirmed. We will implement silicon material in hopper at the area of plunger dropping so as to avoid direct striking of plunger onto ss sheet of hopper which was causing cracking of plunger thumb. Information will be captured on trend reports and monitored monthly. Based on the above, no additional investigation is required at this time.

Event description:
It was reported when using the emerald syringe 3ml 24x1 an, the device experienced the plunger rod damaged/ broken. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: manufacturing defect in plunger as well as needle stylet part is not available in needle.